Manufacturer narrative:
The rapid infuser, ri-2 involved will not be returned to belmont for investigation. It was reported that the hospital biomed was unable to duplicate the reported "high pressure" alarm in the biomed lab. Belmont technical support advised the user to refer to the quick reference guide for the graphical chart regarding flow rate vs catheter size. Follow up with the user facility revealed that the problem was due to user error and was resolved. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. When the rapid infuser exhibits a "high pressure" alarm, the messages on the screen instruct the user: "high pressure detected check patient line for blockage" and "high pressure detected check recirc line for blockage." The operator's manual also provides possible conditions and recommended operator actions, including a reference to the guide "match the infusion set to flow rate and fluid type". This guide contains a chart to help the user choose an appropriate cannula size for their desired flow rate and infusate. A "high pressure" alarm may occur for the following reasons: the patient line is blocked; the recirculate line is blocked; the infusion site is not well placed; the catheter bore size is too small; or the pressure limit setting is too low. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
The hospital biomed reported that the user was unable to use the rapid infuser, ri-2 due to a constant "high pressure" alarm. The biomed was unable to duplicate the issue in the lab.